Manufacturer narrative:
Visual evaluation:device photograph(s) for the device related to the reported event of rupture and capsular contracture was reviewed on 25-april-22. Visual analysis of the photographs identified. Through the photos provided, it is not possible to determine the lot number and catalog broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported left side "discomfort for one year," rupture and capsular contracture, baker grade unknown. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Event description:
Healthcare professional reported left side "discomfort for one year," rupture and capsular contracture, baker grade unknown. Device has been explanted and replaced with non-allergan device.